Event description:
Initial report from facility indicated that during a procedure, the physician experienced difficulty in removing a navicath catheter from a pt. The catheter had performed to specifications during the procedure. However, while withdrawing the catheter, the physician experienced resistance. The physician performed a small stab incision at the insertion site and was able to remove the catheter completely. The pt was recovered according to normal facility protocol and no further intervention was required.

Manufacturer narrative:
From verbal description of the incident from the facility, it was initially speculated that a separation had occurred in the proximal weld joint between shaft materials, but that the catheter was intact. No other catheters have been reported to manufacturer with this problem. Device was not returned to manufacturer for evaluation, so no determination of cause for incident could be offered. Three catheters from the same lot as incident catheter were examined to determine if any of these catheters had a separation, or could be induced to separate, at this weld joint. Each of these three catheters was visually inspected under magnification and the weld joint in question was photographed. Each catheter was then loaded with a guide wire to provide resistance and cycle tested as is performed in final inspection of the product before release to packaging. Each catheter was reinspected and photographed after each of three such cycle testing procedures. No failures of the suspected weld joint could be produced after these cycle testing procedures. Production lot records for the device were examined and all set-up logs and inspection logs were completed appropriately per device specifications. No cause can be determined at this time without receipt of the catheter from the facility for evaluation.